Manufacturer narrative:
The ion selective electrode (ise) system is routinely calibrated every 24 hours. Qc is run every 8 hours. Before and after the event, qc results were within the lab's established ranges. The twice-weekly flow cell maintenance procedure is in use. Pre-analytical sample handling was discussed with the customer. A field service engineer (fse) was dispatched: the fse replaced parts, and rebuilt the ratio pump. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high sodium (na) result generated by the unicel dxc 800 pro synchron clinical systems. The original specimen was re-tested on a different instrument and on the dxc 800 analyzer and lower results were obtained. No erroneous result was reported out of the lab. There was no affect to patient treatment.